Event description:
It was reported from (B)(6) that the gear on the air reamer/drill device was broken; therefore, the engine made an uncharacteristic noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gearbox within the handpiece was damaged. It was further observed that the bevel gear was broken and various teeth were torn off. Therefore, the reported condition was confirmed. The bevel gear was measured against specification and showed that material hardness was below the specified range. Other dimensions could not be measured due to the wear and damage of the parts. The design record showed that a durability test was performed and the device passed the requirements of the test. However, the device was tested up to 4nm, and the specification stated that the device could be used up to 20nm at 6 bar flow pressure. The possible root cause for the gear breaking and tearing off could be and related to user error/misuse/abuse, product design or manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.